Event description:
It was reported that during a diagnostic coronary procedure, an omniwire was used in a slightly calcified proximal lad with no issues. The omniwire was removed as a system with the guide catheter. Upon removal, it was noticed that the distal tip of the omniwire was separated and stuck on the guide catheter. Angio confirmed that no piece of the device was retained in the patient. The procedure was completed with a new guidewire. No patient injury reported. This product problem is being submitted because the distal tip separated. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. The omniwire has not been returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.